Event description:
Customer reported that the touch screen on her pump was intermittently unresponsive. There was no adverse impact to customer's blood glucose level. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.